Event description:
A customer observed multiple elevated troponin I results on several samples from one pt. The results were questioned by the physician. A non-ocd assay gave negative results. Biased results of this magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.